Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in bahrain. It was reported that the patient experienced an insulin flow blocked event on (B)(6) 2026. The event occurred on the same day of insertion, with the infusion set in use for one day at the abdomen site. Upon removal, the cannula was found bent. The patient also had a high blood glucose level of 26 mmol/l, which was treated with a manual correction injection. The patient replaced the infusion set and insulin delivery resumed successfully. No further information available.